Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® esr blood collection tube was cracked and blood leaked from the tube wall during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer feedback before withdraw the blood, tube with no defect via eye inspect, during withdraw the blood, blood leaked out from the tube wall. No blood leaked on to the naked skin. 1 ea occurred such issue."